Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. H3 other text : device was not returned to manufacturing facility.

Event description:
It was reported that the channel was allowing air to the patient and the device was not alarming. Nurse witnessed air in line and tried rate accuracy test and it failed 5x in a row, will not recalibrate.. There was patient involvement but impact is unknown.

Event description:
It was reported that the pump module failed rate accuracy testing "five times in a row and further attempted to recalibrate the device. There was no patient involvement. Note that the customer's report included an adverse event, which was captured under a separate MDR MFR. Report # 2016493-2023-201889.

Manufacturer narrative:
Additional information : age at time of event, age unit, date of birth, sex, weight, weight unit, other relevant history. Correction : date of event, describe event or problem. Note that the customer's report included an adverse event, which was captured under a separate MDR MFR. Report # 2016493-2023-201889.